Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "thread releases too easily from the needle. Therefore, operators are not able to use it."

Manufacturer narrative:
Thread releases too easily from the needle. Therefore, the operators are not able to use it. They were 52 unopened pouches. There are three previous complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received 52 closed samples to analyze this complaint. Tightness test to the samples received has been performed and all units are tight. When we made rotation test on closed samples received, we have noticed that thread breaks easily next to needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Final conclusion: taking into account that the results of closed samples received do not fulfill the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for two boxes as compensation. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Training regarding this issue to production personnel has been done.

Event description:
Needle detachment

Manufacturer narrative:
Investigation: 52 unopened pouches. Analysis and results: there are three previous complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 52 closed samples to analyze this complaint. Tightness test to the samples received has been performed and all units are tight. When we made rotation test on closed samples received, we have noticed that thread breaks easily next to needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Final conclusion: taking into account that the results of closed samples received do not fulfill the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, training regarding this issue to production personnel has been done.

Event description:
Events occured during : visceral and plastic surgeries.